Manufacturer narrative:
The MFR's svc rep performed an on-site investigation, and was unable to duplicate the reported problem. The svc rep replaced the foot switch, as the cable was damaged. The sys was tested and is operating as intended. This event be an accidental radiation occurrence.

Event description:
The customer reported that the 9800 sys had a long beeping noise after taking fluoro. No pt injury was reported.